Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had prime fill anomaly. The customer states the pump was stuck in prime loop. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the pump was unable to exit rewind mode. The customer was advised the pump would have to be replaced and returned for analysis.